Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a prior to a breast augmentation procedure, the surgeon noticed a significant difference in the fill volume of the right breast implant, a mentor memorygel breast implant 350cc. The surgeon implanted the device into the patient. There were no delays in surgery and the surgeon was satisfied with the patient outcome. No patient adverse events were reported.